Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2004. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Dated 25feb2016, CT myelogram l-spine reports, "a posterior limb of the ivc filter projects along the anterior margin of thel3 vertebral body and there is some bony hypertrophy." Dated 25oct2016, abdominal angio CT reports, "there is an ivc filter in place. The apex of the filter is located at the inferior l2 level. The filter is inferior to the renal veins. The apex of the filter centered in the midportion of the ivc. Legs from the ivc filter project beyond the wall of the ivc. No invasion is redemonstrated of the surrounding structures, a posterior leg projects through the ivc abutting/contacting the anterior aspect of the l3 and l4 vertebral bodies."

Manufacturer narrative:
Previous MDR's follow up 2 and 3 were inadvertently sent instead of follow up 1, therefore this report has been submitted as follow up 1 as a correction. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected information: d4 (expiration date), h4 (manufacture date). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ perforation. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. (B)(4) devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per a computed tomography (CT) abdomen: "findings: filter type: cook gunther tulip. Ivc stenosis: no. Filter position: below the level of the renal veins. Impressions: the anterior strut penetrates 12 mm through the ivc wall. Sagittal image 55. The left strut penetrates 23 mm through the ivc wall. Coronal image 51. The posterior strut penetrates 14 mm through the ivc wall. It penetrates into a vertebra where there are chronic reactive changes. Sagittal image 55. The right strut penetrates 10 mm through the ivc wall. Coronal image 51".

Manufacturer narrative:
Investigation ¿ it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, fracture (splintering), migration, vc perforation, pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Unknown if the reported pain/discomfort is directly related to the filter. No relevant notes on neither device or lot number. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
This additional information received on 11apr2018 as follows: pt allegedly received an implant on (B)(6) 2004 via the right internal jugular due to deep vein thrombosis and pulmonary embolism. Pt is alleging migration, vena cava perforation and device is splintering. Pt. Further alleges pain.